Event description:
A malfunction alarm was reported with code malf 12, but there were no notable events before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, so there was no reported adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue reappears. The customer understood and acknowledged this guidance.